Manufacturer narrative:
UDI: (B)(4). The top notch connector (product code: 1797-71-555, lot number: nw121602) was returned to the customer quality unit (cqu). The top notch connector¿s tulip head notably featured loose fragments of threads. The damage is most readily visible on the distal side of the connector. The first two layers of thread are either split off or partially missing. There appear to be two additional sections of thread lodged in the voids intended for an associated set screw. These sections of thread may be from one of the two set screws returned. The damage to the tulip head of the connector may have occurred if a set screw was cross threaded and tightened down into the tulip head, damaging the threads in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the top notch connector¿s set screw becoming stuck cannot be determined from the samples and the information provided. A potential root cause may be cross threading the set screw upon insertion, leading to the set screw becoming stuck during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We got informed today about a revision surgery that took place (B)(6), because of implant failure. Primary surgery was about 3 years ago, multilevel fusion. Revision now had to be done because the rods broke at th11/12. During the revision surgery, universal connectors were used for placing a third rod, parallel to the construct. At one of the connectors, the innie screw failed /the threads of the innie screw disconnected from the body. Implants were not picked up yet, but will be made available for examination.